Event description:
Red heart alarm/continuous alarm, initially alert then unresponsive. Wife changed out system controller,regained consciousness. To local ER then bwh vad clinic same day. New system controller no further alarms to date.